Event description:
It was reported that during a shoulder scope there was device vibration. Another device was used to complete the procedure. There was no patient injury. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was viewed under magnification. It was noted that there were traces of metal shavings on the device. Both the inner shaver and the outer shaft had scraping and scouring marks. There were burs on the outer shaver edges. During functional testing, the inner shaver did not slide easily into the outer shaft and there was metal to metal scraping when the inner shaver was rotated on its axis. The device was connected to a generator and did not spin freely. There was a feeling of momentary stop in between the rotation. There was metal to metal scraping and metal shavings produced. The device history record was reviewed, and no discrepancies were noted. As each device is visually inspected and functionally tested prior to being released, no conclusion could be made as to what may have caused the reported event.